Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jul-03. The rep was with the patient trying to address the settings not available. The rep ran impedance check and saw 0/9 and 0/10 greater than 40,000 ohms. They ran it again and saw 0/10, 0/12, 0/14, and 0/15 were greater than 40,000 ohms. The rep indicated that it keeps changing every time they run it. They tried connectivity check and saw most contacts on bottom are red. Technical services reviewed that an impedance test is the better option. The rep ran impedances again and this time 0/10 showed 1250 ohms. Technical services reviewed intermittent impedance issues and considerations. The rep noted that the lead that is compromised is the one most important for therapy. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the stimulation was stuck in random values and the patient could not increase their stimulation, however they could decrease it. The rep did not know for sure if the patient was seeing the "settings not available" screen or not. No symptoms were reported. The rep explained that the patient had been given access to adjust pulse width, rate and frequency. The rep did not think the patient had access to the their adaptivestim settings. The patient informed the rep they had tried resetting the controller but that did not resolve the issue. The rep explained that the patient was constantly pressing buttons, which would cause the patient's controller to 'lock up", and the patient has continuously been needing to reset the controller. Technical services reviewed with the rep that if the patient did have access to the adjusting their adaptivestim settings, that could be changed to manual mode instead, which was reviewed with the rep. No further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep) on 2019-may-15. The rep performed an impedance check and found that electrodes 9 and 10 were very high which is why the stimulation was stuck at random values and why they couldn¿t increase stimulation. These electrodes were used on all programs. The rep tested the leads and it shows those not making proper contact in the ins. Their remote says the setting could not be obtained. The patient¿s controller is no longer locking up. The patient first noticed that they couldn¿t increase their stimulation in (B)(6) 2019. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the rep. The rep reported on (B)(6) 2019 that the cause of the high impedances was not yet determined but they would monitor it when they would see the patient in the future. On (B)(6) 2019, the patient called the rep and reported that their controller wasn't allowing them to increase the amplitude again. The rep noted they were worried that more electrodes were having the same issues. The rep was unable to meet with the patient because the patient was on their way out of the country for a couple of weeks. The rep was planning on meeting with the patient when they return to investigate further. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that more electrodes on the same lead were found to have impedances of over 40k ohms. No actions were taken to resolve the issue at this time. No further complications are anticipated.